Event description:
On (B)(6) 2010, patient reported her infusion device was leaking insulin and her blood glucose is elevated. Patient stated she woke up this morning with a blood glucose reading of 400 mg/dl. Patient reported she attempted to give a correction bolus and then tested again about an hour later with a blood glucose reading of 'hi'. Patient's target blood glucose is 150 mg/dl. Patient stated she continued to attempt to give a correction bolus but her blood glucose remained elevated. Patient reported she went home from work and had her husband to look at her infusion device. Patient stated she disconnected the infusion tubing from her body and attempted to give a bolus and then her husband noticed that insulin was leaking from around the infusion adapter on the infusion device. Patient reported her husband removed the adapter to examine it and stated "it was worn out". Verified that patient had not changed the infusion adapter in a very long time. Verified that insulin had been dripping inside of the cartridge compartment. Verified that the insulin was not enough to pour out of the infusion device. Patient stated her husband attempted to dry the cartridge compartment with a tissue but they can still see some condensation. Advised to let the infusion device dry out for several hours. Patient reported she has been giving herself injections of insulin and her blood glucose is back down to 370 mg/dl. Patient stated she will switch to her backup infusion device on (B)(6) 2010. Several attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion adapter for evaluation.